Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21660. The pt received occipital and supra-orbital leads (off-label). It was reported, the pt ((B)(6)) experienced ineffective pain relief and requested an scs system explant. Per the sjm rep, the pt was satisfied with stimulation in the last programming session. F/u identified the pt underwent an scs system explant due to ineffective stimulation.